Manufacturer narrative:
It was reported the switch was activated at all times when the unit was connected to a wall plug, and could not be turned off. Our testing and examination confirmed this malfunction, but was unable to isolate the cause. We will continue to investigate this issue was our supplier.

Event description:
It was reported the switch was activated at all times when the unit was connected to a wall plug, and could not be turned off.